Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the needle is safely housed inside the applicator body. The reported event of a missing cannula was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the cannula was missing from the applicator. The sensor was inserted into the abdomen on (B)(6) 2017. No additional patient or event information is available. No product or data were provided for evaluation. The reported event of a missing cannula could not be confirmed. A root cause could not be determined.